Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced because it reached elective replacement indicator (eri) prematurely. It was noted that the patient heard tones from the device once a day since implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).